Event description:
It was reported that the device does not work. The patient underwent implantable pulse generator (ipg) explant procedure. Patient is doing fine postoperatively. Facility disposed of explanted device.

Manufacturer narrative:
This product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.